Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . A call to technical services on 4/3/2013 states that there was noise on the rv lead. Patient has had 99 non-sustained episodes stored since march 14 during device change out. The 1 o episodes in the log book were all from today, and the 2 egms both show noise in rv. There was no harm to patient. Patient didn't have any pauses, longest duration of noise was 0.8sec, and patient received no inappropriate therapy for the noise. Lead impedance measurements with patient doing movements were stable. Patient was able to reproduce noise with isometrics by pressing hands together. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).